Event description:
It was reported a spectrum pump delivered an incorrect amount during a secondary infusion. The device was programmed to deliver a primary infusion and a secondary infusion at different rates, however the customer reported that the secondary infusion was delivered at the rate programmed for the primary infusion. The customer reported he was unable to recreate the anomaly, and suspected use error. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.